Event description:
The customer reported that the battery swells when charging, and that it has happened with other batteries. This was found during testing and there was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery swells when charging, and that it has happened with other batteries. This was found during testing and there was no pt involvement. Philips advised the customer to replace the battery pca. The customer reported that the battery pca was replaced which resolved the failure. See scanned page.